Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have delivered inappropriate anti-tachycardia pacing (atp) and shock. Technical services (ts) was contacted for a consult review of this device stored episodes. Upon review of the episode, the patient appeared to be in atrial fibrillation (af) with possible rapid ventricular response (rvr). The device inappropriately delivered a burst of atp and shock. The shock appeared to have converted the arrhythmia. Ts provided programming optimization recommendations. At this time, no adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.